Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Pump was received with missing segments/partial display. Unable to do the self-test due to missing segments. Pump was cut open to perform visual inspection and found a cracked lcd glass and moisture damage on the pcba 1, pcba 2 and force sensor and motor home switch. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspections: corroded battery tube, scratched case, stained keypad overlay, cracked case (battery tube), broken belt clip rails, cracked belt clip rails, cracked case-corner of belt clip rails and pillowing keypad overlay. Missing segments/partial display was confirmed due to cracked lcd glass. Cosmetic damage was confirmed on the lcd window screen. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced damage (physical or cosmetic), product not adhering/sticking. The customer reported no adverse event. The event involved product(s) mmt-1884, unomedical. Troubleshooting was performed. Customer reported physical damage (crack or scratch) on the pump not related to the retainer ring. Customer reported an issue with infusion set tape sticking. No harm requiring medical intervention was reported. Mmt-1884 was requested and the device was returned. No product return is required for unomedical.